Event description:
Sterile abscess [abscess sterile]. Adhesion following seprafilm placement [product adhesion issue]. Case description: spontaneous report received on (B)(6) 2010 from a physician (surgeon) via a company rep regarding 1-2 female pts of unk age, initials and relevant medical history. The pt(s) underwent an unk surgery on an unk date in which seprafilm was placed. Post-operatively, the pts presented with sterile abscess. One of the pts specifically needed to be re-operated on twice for post-operative pain. During the re-operations, extreme lysis was needed for adhesions experienced following seprafilm placement. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. (B)(4). MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.